Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the last date of collected data date of the data was not provided. Article title: optimization of left ventricle size after vad implantation prevents incidence of cerebral infarction. R ikeda, et al. The journal of heart and lung transplantation 2022 apr. Department of cardiovascular surgery, tokyo women's medical university, tokyo, japan. Manufacturer's investigation conclusion: the pumps remain in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿optimization of left ventricle size after vad implantation prevents incidence of cerebral infarction¿ which identified the relationship between left ventricle size optimization and the incidence of stroke after ventricular assist device (vad) implantation. This is a retrospective study that evaluated 40 patients who underwent vad implantation, with 2 patients receiving a heartmate 3. Nine patients suffered stroke. It was not identified what vad device the patients who suffered from stroke were on.